Event description:
Meter did not power on using a test strip on the morning of 7/15/05. The pt does not recall the readings the day before the incident, since he threw away the logbook and left his meter at the pharmacy. The pt did not experience any symptoms at the time of testing on the morning of 7/14/05. He was unable to obtain a reading; therefore he took 50u of lantus before breakfast. The pt experienced symptoms after testing which consisted of "feeling pale, shaky and hypoglycemic". The pt was eating a bowl of cereal when the nurse arrived at his home. The nurse treated him with orange juice and peanut butter with crackers. The nurse did not have a meter to test the pt and only treated him based on this symptoms. The pt was not taken to the hosp. The nurse attempted to test him twice using his meter, on two different lot numbers of test strips; however, the meter did not power on using the test strips. The nurse replaced the battery and the meter still did not power on with the test strips; however, powers on when pressing down on the m button. The pharmacy sent the pt a replacement meter. Based on the info provided, there is an indication that the product has malfunctioned, since the power issue was not resolved with troubleshooting. However due to insufficient info, it cannot be concluded that the product caused or contributed to any injury. Therefore, this case is reported as a meter malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.